Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd885301, gd885285, and gd884452 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering from the bacterial peritonitis. Dianeal pd4 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis with culture positive for klebsiella pneumoniae was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.